Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 407 mg/dl at the time of incident. Customer¿s spouse stated that the insulin pump buttons were unresponsive even with new battery. No significant events leading to keypad anomaly were observed. It was also reported that the sensor glucose versus blood glucose readings does not match and issue with the transmitter. Customer's spouse was advised that the sensor glucose and blood glucose readings will be close but rarely match due to how glucose travels in the body and the transmitter is functioning correctly after troubleshooting was completed. Customer had a high blood glucose of 407 and treated. Customer's spouse declined high blood glucose troubleshooting. Auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose event. The customer¿s spouse was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device was programmed with a test guardian 3 link and a test plug. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test value properly and displayed correctly on the display graph. Device was also programmed with test glucose meter. Device communicated properly and recorded the 58 mg/dl value properly from glucose meter. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or unexpected keypad input delay noted during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).